Event description:
Duraseal xact was used instead of standard duraseal during a cranial procedure. It seemed final user did not notice the difference between the two packagings. The device was implanted. There was no patient injury reported.

Manufacturer narrative:
Investigation completed 10/18/2017. The device was not returned for evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore a device history record review will not be performed. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.